Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 150 mg/dl, compared with the sensor reading of 250 mg/dl. The customer also noted that the insulin pump alarmed bad sensor, change sensor and calibration error. Her most recent blood glucose was 120 mg/dl. She was advised that the issue was likely caused by the sensor not having been situated properly in the interstitial fluid, preventing the sensor from properly tracking changes in glucose. The customer declined to complete the troubleshoot process.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.